Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces.no button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 241 mg/dl. The customer stated that their is no response of any button and change battery but anomaly persists. The customer stated that insulin pump was not dropped or bumped. The customer was advised that the insulin pump will be return for analysis is replaced by tnt. The patient will use old insulin pump during the swap-time.